Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. The analysis showed that the device passed all the baseline testing and no anomalies found. The allegation against the device was not confirmed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device stated that there was something wrong with the device. Boston scientific technical services (ts) advised patient to contact physician. No adverse patient effects were reported. Additional information indicated that the device was explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device stated that there was something wrong with the device. Boston scientific technical services (ts) advised patient to contact physician. No adverse patient effects were reported.